Manufacturer narrative:
510k: this report is for an unk - screws: 6.5 mm and 7.3 mm cannulated/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a removal of unknown 7.3 cannulated screws due to malunion and revised to an unknown 95-degree angled blade plate. Osteotomy was completed. The procedure successfully completed. No patient consequence. This complaint involves two (2) devices. This report is for (1) unk - screws: 6.5 mm and 7.3 mm cannulated. This report is 1 of 2 for (B)(4).